Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient's daughter stated they were thinking the implant was malfunctioning, but they weren't sure because patient just got the implant turned on a week ago tuesday. Caller explained patient was experiencing a zapping down their right leg, but not down their left leg, which started this weekend. Caller asked if patient could use an electric blanket and then mentioned patient had an electric recliner and one of the beds where the feet go up and the head goes up, and it seemed like stimulation did zap patient when patient was using those things, but caller wasn't sure if that was because that furniture was electric or because patient was sitting in a chair or lying in bed pushing the device closer and putting weight there. Caller said they were using group b at 3.4, but patient also had group a set at 1.5. Caller asked what group a was for, and agent reviewed general group and programming information. Caller mentioned they just saw patient's healthcare provider yesterday, and healthcare provider said they couldn't do anythi ng about the settings and that had to go through [the manufacturer]. Caller tried calling a manufacturer representative (rep), but their voicemail message said to call patient service (caller confirmed they did not leave a message for the rep yet). Caller also asked about general use of communicator, recharger and handset/apps and how to turn stim off if needed. Agent reviewed general use and best practices for the equipment and how to turn stim off in patient therapy app. The patient was redirected to their healthcare provider to further address the stimulation. Caller said they would try the other rep after the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that only group b was activated which was for the right leg. Nothing was done with group a for the left leg. The user discovered group a as well as group b needed to be activated to treat both legs.